Event description:
Report received of a possible overdelivery. The customer reported the "unit overdelivered rapidly." There were no reported adverse pt effects. Multiple unsuccessful attempts have been made to obtain add'l info.